Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy. At the time of the call, the patient was connected and the process step was drain six of six. The care giver reported that a flexicap was not used to cap the patient line when the patient was disconnected. The technical service representative reviewed proper procedures and assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line was not capped while the patient was disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.